Manufacturer narrative:
D10: the date of the devices return for evaluation is unknown. The console (aic) was returned for evaluation. Upon inspection of the console, the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer). Before returning this console back to the customer, the purge flag was replaced, and preventive maintenance was performed. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. During the preparation of the device and prior to the procedure, it was reported that the purge disc was not recognized by the system. The device was replaced with another aic that was at the customer site. No report of patient harm or injury.